Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd arterial cannula catheter was damaged the product does not connect well when connected to the pressure sensor, resulting in blood leakage from the connector and a situation where the tubing material is softer than before and the front end of the catheter is cracked; the affected quantity totaled 20 pcs, the samples are not returnable, with photos provided; green claim required, complaint response letter required, complaint receipt letter required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.